Event description:
It was reported that the ventilator's turbine did not rotate. It is unk if the ventilator alarmed or if it was connected to the pt when the reported problem occurred.

Manufacturer narrative:
Na